Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: review of the black box data revealed multiple records of loss of prime warnings. On investigation, the pump was powered on and exercised for 24 hours without loss of prime duplicated. Force calibration was evaluated and found to be within specifications.